Event description:
3 month old female with admitting diagnosis of rsv on neonatal monitor. Patient checked and was ok at 0430 on 2/13/92. When nurse returned to room at 0450 baby was not breathing. Resuscitation efforts were unsuccessful. Monitor in room was working but alarm was not turned on. Central display "all alarms off" message not working. Was improperly installed by independent service organizationdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: other, failure to follow instructions, other, other. Conclusion: device failure indirectly contributed to event, user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service, user education provided. Invalid data - on device destroyed/disposed of status.